Event description:
It was reported that the insertable cardiac monitors (icm) was exhibiting noble communication. There was no patient involvement.

Manufacturer narrative:
Analysis was normal. No anomalies were found.